Event description:
When starting dialysis session, blood leaked from the tube proximal to the connector to the bifurcation.

Manufacturer narrative:
The complaint was confirmed. There was a partial tear in the arterial side of the d/l tubing at the distal end of the bifurcation, which allowed the catheter to leak during infusion. The tear exhibited a granular surface, which is a common characteristic of a tear. The catheter started leaking approximately one year after placement. The exact cause of the tear in the d/l tubing is unknown. A second leak was found in the venous lumen just proximal to the cuff. It apears that the tubing was punctured with a sharp instrument. It is unknown when venous lumen was damaged. It may have occurred at the time of removal as no mention was made of the leak near the cuff in the initial complaint.